Event description:
It was reported by the plaintiff's attorney that the plaintiff was implanted with a monarc on or about (B)(6) 2006 to treat pelvic vault prolapse. It was alleged the plaintiff suffered and will continue to suffer disability, impairment, fecal incontinence, worsening urinary incontinence, pelvic and abdominal pain, recurrent urinary tract infections, dyspareunia, bleeding from the vagina and rectum, foul smelling urine, frequency and urgency, loss of enjoyment of life, and an inability to engage in chosen and necessary activities. In (B)(6) 2009, the plaintiff was hospitalized from a severe kidney and urinary tract infection.

Manufacturer narrative:
(B)(4). Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.